Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an sb supply bag lines are blocked error message during dwell three of four of their treatment. Upon receiving the alarm, the caregiver noticed a small leak from an unknown origin. The technical support representative advised the caregiver to discontinue the treatment to verify if there was fluid within the cassette compartment of the cycler. The caregiver declined and stated that the alarm has not reoccurred and the patient would like to continue with their treatment. The caregiver stated that they would follow up if they noticed fluid within the cycler door or if they ran into any additional issues during the treatment. At this point in time, there has been no report of a patient injury or medical intervention resulting from the event. The cause and location of the leak could not be verified. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.